Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Right side no complaint. Healthcare professional later reported right side "upsizing" confirmed right side deflating. Device has been explanted and replaced.